Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported on (B)(6) 2020 the pump was read, and it was found that the empty reservoir alarm started sounding on (B)(6) 2019. It was also reported that the reservoir volume should have been 0 but they got back 5-6 ml. No patient symptoms/complications were reported. On (B)(6) 2020, additional information was received from the rep. It was confirmed the pump was filled with 20 ml at the previous refill. The rep was not able to confirm if the pump reservoir was programmed to 20 ml and cited, "possible program errors." The pump was refilled. No other requested information was known.